Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth pairing test was performed and the transmitter failed. Global transmitter final functional test was performed and the transmitter failed. Additionally, there was no share data in the cloud. The customer complaint of transmitter failed error was confirmed. The root cause was determined to be a failed transmitter.